Event description:
It is reported that a customer received an alarm on their insulin pump. The customer's blood glucose was not recorded but they stated that they were running low. The customer was assisted with the issue and the outcome was that the customer was advised with the proper use and site insertion of the insulin pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.